Manufacturer narrative:
This product is not marketed in the us (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6,-8.00 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to observation of low vault. It was reported that the explant resolved the problem. Patient current condition is good, bcva 20/20.

Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the optic and haptic torn. (B)(4).